Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. (B)(4).

Event description:
It was reported that this right atrial (ra) lead had dislodged. The health care provider (hcp) programmed the device but device was still pacing at seventy. Boston scientific technical services (ts) advised to turn off biventricular pacing. Additional information indicated that the dislodgement of this lead was confirmed through x-ray and the field representative also noticed that the threshold had slightly risen. Subsequently, this ra lead was explanted. No additional adverse patient effects were reported.